Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Treatment for the peritonitis included injections of vancomycin (500 milligram in 3 days, route not reported), fortum (500 milligram once daily, route not reported) and heparin (dose, frequency,and route not reported). The patient recovered from peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.